Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via vein utilizing retrograde approach. The (B)(4) stenosed target lesion was located in an anastomotic shunt in the moderately tortuous and moderately calcified vessel. After a guidewire crossed the lesion, a 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 20 atmospheres, however, during the second inflation at 24 atmospheres for 90 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.